Event description:
It was reported that the device is loose and a revision surgery is scheduled. Well fixed cup on immediate follow-up which turned into a spotty fixation and progressive radiolucent lines around the cup, continuous start-up pain post-op, never recovered from pain.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.